Manufacturer narrative:
One vigilance2 monitor was returned for product evaluation. A known good working optical module2 cable was used to test the suspect monitor. The examination found that the monitor passed both the in vivo and in vitro calibration tests without any faults or error messages observed. The final acceptance test unit was performed and the monitor passed the test. The product performed normally. The device history record review was completed and all manufacturing inspections passed with no non conformances. The reported event was not confirmed by evaluation. There was no indication or evidence of a manufacturing defect being responsible for the issues. It could not be determined if any clinical or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. No further actions will be taken at this time.

Manufacturer narrative:
The unit is expected to be returned for analysis; however, it has not been received. Upon return of the product a supplemental report will be submitted with the evaluation findings.

Event description:
It was reported that while monitoring a patient using the vigilance2 monitor, the svr values were not accurate. The clinician further stated that the (B)(4) numbers were ¿not reliable.¿ there were no error messages that were observed. The suspect vigilance2 monitor was exchanged for another and the problem was resolved. The patient was not treated with the inaccurate values. There is no other suspect equipment involved. Inquired of patient demographics but were unable to be obtained. There was no patient harm or injury.